Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and verified that the med application was up and running normally with no display or login issues observed. Successfully logged into the application and confirmed normal functionality. Then the tss checked the station database size, which was reported as 2.4 gigabytes (gb). Further the customer confirmed that the pyxis system was operating correctly with no current errors. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, an error message stating "one or more errors occurred" was displayed on the screen. The screen became stuck, and no actions could be performed. However, there were no delays, adverse events or injuries reported based on this event.